Manufacturer narrative:
The reported lot# 1300355 was not found for the reported catalog# 300054. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that black mold was found on cap of the bd precisionglide¿ needle. The following information was provided by the initial reporter: material #:300054 lot #:unknown (provided) 1300355. It was reported by the customer that "black mold found on cap of 21 g precisionglide needle." Verbatim: black mold found on cap of 21 g precisionglide needle.

Event description:
It was reported by the customer that black mold was found on cap of the bd precisionglide¿ needle. The following information was provided by the initial reporter: material #:300054 lot #:unknown (provided) 1300355 it was reported by the customer that "black mold found on cap of 21 g precisionglide needle." Verbatim: black mold found on cap of 21 g precisionglide needle.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number provided is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.